Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was not responding to sound with the device since (B)(6) 2017. External parts have been checked. Imaging showed the electrode array placed inside the cochlea. Family reports no incident of accident or trauma. No changes in patient's health were reported. The patient will be re-implanted pending receipt of the new device.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The reported poor coupling might be related to an incorrect placement of the telemetry coil or a swelling over the implant site. However the device electronics operates within specification during investigation. This is a final report.

Event description:
The recipient was not responding to sound with the device since (B)(6) 2017. Family reports no incident of accident or trauma. No changes in recipient_s health reported. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The patient was not responding to sound with the device since (B)(6)2017. Family reports no incident of accident or trauma. No changes in patient_s health reported.